Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarmed during testing. The pump was received with cracked reservoir tube lip and cracked battery tube thread.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 400+ mg/dl. The mother stated that her daughter was in school while the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.